Manufacturer narrative:
(B)(4). Batch # p91m1t. Investigation summary: the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. The device was connected to the generator, it was recognized and activated when the energy button was pressed. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device stopped delivering energy. The surgeon unplugged it and it still didn't work. There was no patient consequence.